Manufacturer narrative:
Unit received with a blank display due to corroded electronic assembly. The battery compartment as well as the battery connectors were heavily corroded. Unable to perform functional tests including displacement test due to blank display. Unit received with a crack on the battery tube which extends to the top where the battery threads are located. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump had crack on the back side of the case. Customer¿s blood glucose was unknown. Insulin pump will be returned for analysis.